Event description:
The consumer reported receiving large burns to her side and back from the heating pad. The consumer alleges the unit failed to auto-shut off. The pad was placed inside a pillow case while in use, the owner's manual states not to place the heating pad inside any other type of cover than the one provided to avoid overheating of the pad.